Event description:
It was reported in clinic notes dated (B)(6) 2012 that the patient's vns battery is completely depleted and she is having an increase in seizures. The physician's assistant stated that the increase in seizures were due to loss of therapy from the device being at end of service. It was also reported that the patient¿s device could not be interrogated due to end of service (eos). The patient underwent generator replacement on (B)(6) 2013 and since then has been doing fine. The generator was returned to the manufacturer for product analysis on (B)(6) 2013. Product analysis found that the failure to program event was duplicated (not due to eos) in the pa laboratory at two orientations. This is addressed in the physicians manual by instructing the user to reposition the wand. Since product labeling addresses these situations and provides instructions to easily remedy the events (wand position) and (system operation), it is not considered a device malfunction. The device was found not to be at end of service. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications; there were no performance or any other type of adverse conditions found with the pulse generator. Good faith attempts for further information from the physician were unsuccessful. The physician's programming system was reported to be functioning properly; they have been interrogating other patients' vns systems successfully since this event.

Manufacturer narrative:
.